Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: sterile - part, part: 04.211.020s, lot: 1l78743, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 08, 2018, expiry date: october 01, 2028. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non - sterile - part part: 04.211.020, lot: h718806, manufacturing site: monument, manufacturing date: september 10, 2018. Part: 04.211.020, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm, lot: h718806 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.020.999, 2.8mm ti screw blank 20mm 02.7 variable angle w/sd8 lot: h547144 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot: h500243 work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78 lot: h494830 certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The breakage of the screw could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D2: additional procode: hrs . G5: device is distributed in the united states. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Additional product code: hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for lisfranc joint fracture with the va-foot system and two locking screws issue. On (B)(6) 2019, the patient underwent the removal surgery due to bone union and the cortex screw loosening. During the removal surgery, the surgeon found that two locking screws had been broken at their necks. They are removed with a chisel and one locking screw was discarded. The surgery was delayed by 90 minutes. Concomitant devices reported: unknown cutting instruments: chisel: trauma (part# unknown, lot# unknown, quantity# 1) unknown plate (part# unknown, lot# unknown, quantity# 1). This is report 2 of 3 for (B)(4).